Manufacturer narrative:
The event occurred in (B)(6). This medwatch is for compact plus system 2. (B)(6).

Event description:
Reporter stated that customer received the following results on 2 different meters within 1 minute: 1.1 mmol/l (compact plus system 1) and 6.2 mmol/l (compact plus system 2). No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.